Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7132437. Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7132566.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to inadequate stimulation. The patient is doing well post operatively. Explanted device will not return due to facility policy.